Event description:
It was reported that multiple episodes of non-sustained ventricular oversensing due to post-paced t wave oversensing were observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.